Manufacturer narrative:
The infusion device was thoroughly evaluated and meets specifications. The device delivers the programmed amount of insulin correctly and functions as intended. The issue reported by the patient could not be duplicated.

Manufacturer narrative:
The incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Pt reported experiencing problems with the infusion device. Pt stated she experienced elevated blood glucose levels up to 500 mg/dl yesterday evening. Pt reported she noticed the infusion device went into stop mode suddenly and did not infuse the insulin. Pt stated she attempted to change the infusion set, insulin cartridge and the needle but the infusion device continued to go into stop mode and does not infuse the insulin; it just switches off suddenly. Pt is currently using the pen as alternative therapy. No further information is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.